Event description:
It was reported that during a central venous angioplasty procedure, a balloon detached from a catheter inside the pt. The lesion was located in the non tortuous subclavian. The lesion was 95% stenosed and not calcified. The vascular access site was the right arm, venous. The physician advanced the ultra thin diamond 8 mm x 4 cm 6 french balloon to the lesion. The balloon was inflated at the lesion 3 times at 6 atm and the individual inflation times are unk. Upon withdrawal, the balloon separated from the catheter. The physician made a separate incision 4 cm proximal to another MFR's sheath to remove the balloon. The balloon was over another MFR's guide wire inside the pt. The physician removed both the balloon and the guidewire successfully. The pt's current status is reported as "ok".